Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated field: d8, h7, h9, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope, gynecologic had a flickering image and a purple image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken, the image is green, and distal end of the insertion section has contour sharpness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image, purple image and green image was due to broken charged coupled device, and distal end of the insertion section has contour sharpness was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.